Event description:
Patient self tester reporting discrepant low reading on inratio. On (B)(6) 2012, inratio: 3.8, lab: 5.0. Time between testing 20 minutes apart. Patient's therapeutic range unknown.

Manufacturer narrative:
Investigation pending.